Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead could not be implanted due to a kink on the lead. Another lead was implanted. The patient's condition is fine after the event.